Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: the issue is around the column in the circuit. It is not properly taking the water in even when they prime the water bottle. The heater continues to show the low water alarm. No patient harm was reported. It was reported the patient was still on the ventilator at the time of this report.